Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus during treatment, suddenly stopped, turned itself off/shuts down. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that the customer did not report that anyone had been harmed. This is a follow up for this additional information. The device has not been returned. No analysis can be done. The complaint will be reopened if the product is received. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report to correct this code.